Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twelve days following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) showed a moderate paravalvular leak (pvl) was due to significant calcium. Twenty-eight days post implant, the valve was snared out of the left ventricle into a higher position. The valve dislodged and was secured in the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. Following a balloon aortic valvuloplasty (bav) the pvl was reduced to mild. No additional adverse patient effects were reported.